Event description:
It was reported that the 2600 system would not fluoro. Another system was brought into complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps1 power supply. The system was tested and found to be working as intended and placed back into service.